Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation may have been abraded and fractured due to friction with another lead or having been clamped in a narrow passage of the cardiovascular system. There is no indication that the observed damage is production related.

Event description:
The patient presented to the hospital having collapsed. He was found to have an intermittent escape rate of 20 beats per minute and ventricular standstill. The ventricular lead exhibited high capture threshold of 4 v at 1 ms. The lead was explanted and replaced. At explant, it was noted that the physician had nicked the insulation near the top of the lead. Insulation abrasion through to the coil was also noted at 6 cm from the lead tip.